Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified. As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model cq7564j pta balloon dilatation catheter experienced material rupture. This report was received from one source. This malfunction involved a patient with no patient consequences. The device was used in a male. The age and weight of the patient were not provided.